Event description:
The customer returned the videoscope with no reported complaint. During device evaluation, it was found that the curved rubber adhesive component was missing. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress, deformation and wear problems identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.